Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12-feb-2018 with the following findings: a review of the black box shoed evidence of call service 052/084/012 alarms on the date of the complaint. The pump powered up with the returned battery cap to a blank display with auditory and vibratory alarms. The pump case was removed to find no moisture. A slave processor failure was concluded.